Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarm occurred. The customer reported a blood glucose (bg) level of 107 (mg/dl). The customer will use manual injections for alternate insulin therapy.